Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen 500 mcg for a total dose of 91.11221 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6)2019 the patient reported feeling as if the catheter was restricted. It was reported the patient declined a visit to increase the dose as the patient feels if the pump begins working then they will receive too much medication. On (B)(6) 2019 the patient reported feeling an anchor popped/break/dislodge from the pump two months ago. Since, the patient has felt the pump migrating and has had pain at the site. The patient feels the pump malposition has resulted in intermittent catheter kinks. The patient thinks the catheter becomes unkinked following physical therapy. The patient experiences a headache when the catheter becomes unkinked. The patient was scheduled for a pump pocket revision. On (B)(6) 2019 the patient presented to the office unexpectedly reporting feeling as if she received a high bolus dose with chest tightness and elevation blood pressure. The patient insisted the intrathecal (it) rate was increased. The device was interrogated and reports were printed to demonstrate rate was not changed. On (B)(6)2019 the patient was rotated to flex dosing. On (B)(6) 2019 the patient reported no side effects and relief with current pump rates. On (B)(6)2019 surgery revealed that two pump sutures were missing and revealed a normal catheter. The pump was re-sutured. On (B)(6) 2019 post-operative evaluation notes indicated that the patient was overdosed on demerol during the pump revision. Narcan was administered. The patient reported feeling as if they then went through opioid withdrawal. On (B)(6) 2019 the patient reported spasms that might be related to the narcan, as the symptoms can persist greater than one week. The exact cause of the symptoms were unknown. It was noted the symptoms occurred during pump revision. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was pump migration and other possible positional catheter kink. The clinical diagnosis was pain at pump site, demerol overdose during pump revision, and it medication side effects. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was 2019. No further complications were reported/anticipated.